Event description:
The rn changed the primary and secondary tubing at approximately 11:00 to hang a bag of 40 meq kcl. At approximately 15:00, the bag was changed and it would flow to gravity only; it would not flow when hooked up to the pump. Both sets of tubing were changed and the kcl finally infused correctly. Pump was also changed out prior to the kcl finally being infused. A delay in administration occurred but no harm to the patient.